Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 12/22/2016 .device evaluation: the device has been returned and evaluated by product analysis on 12/02/2016 with the following findings: during investigation, the display was powered on to a normal resolution and contrast. The pump was opened to find no damage to the display connector or the display flex cable. The display latch was secure. The original complaint of a blank display could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.